Event description:
(B)(4). Same case as MDR id2134265-2013-01664, MDR ID 2134265-2013-01665. It was reported that after a percutaneous coronary intervention (pci) stenting treatment procedure the patient experienced myocardial infarction. The target lesion #1 was a long bifurcated lesion located in the 1st om (obtuse marginal) with 100% stenosis and was 72 mm long with a reference vessel diameter of 3.00 mm. The target lesion #1 was treated with pre-dilatation and placement of 2.50 mm x 16 mm and 3.00 mm x 32 mm promus element stents in an overlapping manner with 0% residual stenosis. Additionally a 2.75 x 26 mm non-bsc drug eluting stent was placed in the target lesion #1. The target lesion #2 was a de novo lesion located in the proximal lcx (left circumflex artery) with 60% stenosis and was 20 mm long with a reference vessel diameter of 3.00 mm. The target lesion #2 was treated with pre-dilatation and placement of a 3.00 mm x 24 mm promus element stent with 0% residual stenosis. In (B)(6) 2010, it was noted that the subject had elevated troponin value and a myocardial infarction was reported by the site. An electrocardiogram revealed non q wave mi, no action was taken to treat the event. It was observed that the subject did not experience ischemic symptoms. The event was considered resolved without residual effects. The subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).